Manufacturer narrative:
The product was discarded and is not available for evaluation. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility reported that when the I/a handpiece was connected to the alcon centurion machine it caused bubbles during the surgery, which caused the capsular bag to break. The incision was enlarged, and two sutures were used. The enlargement size of the incision and the type of sutures is unknown. The product was discarded after usage.

Manufacturer narrative:
Correction g1: contact country is united states. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of this event could not be determined as the product is not available for evaluation. This investigation is complete.